Event description:
The account generated several high mchc results on the cd3200 analyzer that tested in the normal range on another cd3200. On patient generated a high mchc result that repeated high on the cd3200 analyzer. Then, the specimen was tested on the sysmex instrument with a normal mchc and discrepant hemoglobin and mcv values. All suspect high mchc results get sent to another laboratory for confirmation. Css recommended to adjust and clean hemoglobin flow cell and sent the account new calibrators and controls. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.